Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to normal battery depletion. The patient had parkinson¿s and dementia and could not remember how to use the charger any more. The patient met with a manufacturing representative 15 months prior to the explant and the manufacturing representative told the patient he could to a trickle charge. The patient declined, and after 15 months the battery depleted completely. Another reason for the explant was because the patient had lost 40 pounds and the battery pack stuck out when he leaned back and it was uncomfortable to him. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).